Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 1200 mg/dl. The customer stated that she had been struggling with no delivery alarms. The customer stated that she has been off of the insulin pump since then due to her high glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.